Event description:
The pt received two leads (from the same lot) as part of her scs system. It was reported the pt was unable to turn on her stimulation back on after charging. Impedance readings were normal and the ipg had no issues with communication. It was reported the pt could not feel stimulation using two of her programs and two other programs provided stimulation but in the wrong location. F/u identified x-rays showed the leads had migrated. It was reported the physician plans to perform a lead revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.